Manufacturer narrative:
Philips service replaced the geometry pc and loaded software, making the device fully functional post-testing. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that geometry movements were limited on an allura xper fd20/10 & fd20/20. The clinical use of the system was unknown. There was no reported patient or user harm.